Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the swab alcohol 100 bx 1200 experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: consumer has one box of alcohol swabs that do not have an expiration date on them. Stated there is a copyright date of 2009 on the box. Advised consumer this product box is expired. Lot # 1046878. Cat # 326895. Date of event: unknown.

Manufacturer narrative:
H6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This batch was manufactured in 2011, files are only retained for 7 years, therefore no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the swab alcohol 100 bx 1200 experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: consumer has one box of alcohol swabs that do not have an expiration date on them. Stated there is a copyright date of 2009 on the box. Advised consumer this product box is expired. Lot # 1046878, cat # 326895, date of event: unknown.